Event description:
An end user reported an issue with a mini stick max 5f x 10 cm stiff .018 ni/tu echo 2.75" kit. During an angiogram procedure, the guidewire from the micropuncture kit broke off in the patient. The procedure was completed with another same device and there was no report of patient harm by the end user. Despite multiple good faith effort attempts, no further details have been obtained.

Manufacturer narrative:
The device has not yet been returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
Additional information: a2, a3a, a4. Reference (B)(4).

Manufacturer narrative:
The customer's reported complaint description of guidewire detached in the patient cannot be confirmed since no complaint sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A device history record review of the packaging/guidewire lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The guidewire device is supplied to angiodynamics by the supplier/manufacturer heraeus medical. (B)(6) was sent to heraeus for awareness of this complaint event. A potential root cause for this type of guidewire tip detached and retained in the patient failure mode is end user pulling the guidewire back through the needle when guidewire advancement meets resistance. This is cautioned against in the device directions for use (dfu). Labeling review: direction for use (item number 16600601-01) is provided with this mini-stick device. The failure mode of device fracture and embolization is cautioned as potential adverse event. No sample was returned for evaluation so it cannot be determined if device was used in a manner inconsistent with its labeling. Adverse events guidewire shearing, fracture or embolization. Operational instructions 1. Prior to insertion, flush all components with saline or heparinized/saline. 2. Gain percutaneous access with the 21 g (0.9 mm) vascular introducer needle. 3. Advance the 0.018 inch (0.46 mm) guidewire through the needle. Caution: the guidewire should not be withdrawn through the introducer needle. If the guidewire must be withdrawn while still inside the needle, simultaneously remove both the needle and the wire as a unit to prevent the needle from damaging the guidewire. 4. Withdraw the introducer needle, leaving the 0.018 inch (0.46 mm) guidewire in place. 5. Advance the coaxial assembly over the 0.018 inch (0.46 mm) guidewire. 6. Simultaneously remove the dilator and 0.018 inch (0.46 mm) guidewire, while holding the sheath portion of the assembly in place. 7. Advance a 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) guidewire into the sheath. 8. Remove the sheath, leaving the 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) wire. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).